Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead, 2003 (B)(6). (B)(4).

Event description:
It was reported that the atrial lead had an increase in impedance and threshold. The impedance was also high. The lead was capped and replaced. No patient complications have been reported as a result of this event.